Event description:
Per mw5106787: spontaneous call from patient who reports pump is alarming no disposable pump won't run. Advised patient it may be a cassette issues. Her spouse was mixing a new cassette to be used on her back up pump. She refused to try to troubleshoot the error. A replacement pump is being coreared to the patient. No lot number available for the cassette. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Yes did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Ongoing?. Reported to (B)(6) by patient/caregiver. Additional information received via (email) on 21-feb-2022: patient information and cadd pump sn provided and updated in attributes. Relevant test/laboratory data, other medical treatment patient received and other relevant tests/laboratory data (including dates) - all unknown/not provided.